Event description:
The customer contact reported leakage from the disposable batteries in the battery compartment of the device. The pump was returned to the biomedical department with a report of an unspecified error. The customer contact reported this occurred prior to patient use. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.